Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for other lot numbers is as follows: medical device lot #: 6243647, medical device expiration date: 02/28/2018, device manufacture date: 08/30/2016, medical device lot #: 6228769, medical device expiration date: 02/28/2018, device manufacture date: 08/15/2016, medical device lot #: 7100876, medical device expiration date: 09/30/2018, device manufacture date: 04/10/2017, medical device lot #: 7130945, medical device expiration date: 11/30/2018, device manufacture date: 05/10/2017, medical device lot #: 6277666, medical device expiration date: 03/31/2018, device manufacture date: 10/03/2016. (B)(6). Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes were underfilling. No report of serious injury or medical intervention.